Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described a burn mark on the front and back. The patient also had open blisters. The patient appeared to have a gel leak coming from the therapy pad. It's unclear if the hospitalization was due to the reported skin irritation and if any medical intervention was received. Reporting out of the abundance of caution. The medical outcome is improved.